Manufacturer narrative:
On december 10, 2021, mentor became aware of the following and corresponding fields have been updated on this form: 1. Date of event was (B)(6) 2021; field b3 updated. 2. Patient details including age, race, and ethnicity were provided and have been updated under section a. 3. Field d1 for brand name has been updated to "mentor smooth round moderate profile." 4. Field d4 for catalog number has been updated to "3501640." 5. Field d4 for lot number has been updated to "5998235." 6. Field d4 for serial number has been updated to (B)(6). 7. Field d4 for unique identifier( UDI) has been updated to (B)(4). 8. Field g4 for PMA/ 510(k) has been updated to "p990075." 9. Impacted side: right. 10. Date of implant under field d6a has been updated from blank to "(B)(6) 2010." 11. Date of explant under field d6b has been updated from blank to "(B)(6) 2021." 13. Field h6 health effect - impact code ¿device explantation¿ has been added. 14. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: right deflation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown size unknown saline implants, and experienced unknown side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).